Manufacturer narrative:
The reported events were lead dislodgement and insulation damage. The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis found that the inner coil was over torqued at the proximal region consistent with procedural damage.

Event description:
It was reported that patient presented for scheduled implant procedure. During the procedure, it was noted that the newly implanted right ventricular (rv) lead had become dislodged, and the insulation was damaged following the removal of the suture sleeve. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. There were no patient consequences.